Event description:
It was reported that a premature device release occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system double curve (was). After the closure device was deployed into the laa, it was observed via fluoroscopy that there was a wide gap between the screw of the closure device and the core wire. The core wire then became detached from the closure device. The closure device did not meet release criteria and removal of the device was required. Biopsy forceps were advanced through the was in an effort to retract the closure device into the was but the biopsy forceps were unable to maintain a grip on the device. When the forceps were introduced into the patient, st elevation occurred. Medication was administered and the procedure continued when the original waveform was restored. The forceps were removed from the was and the core wire was advanced in an attempt to reconnect the core wire and the implant. This was unsuccessful and the was double curve was replaced by a was single curve. Another attempt was made to reconnect the core wire and screw of the closure device through the new was but this was also unsuccessful. The was was replaced by a 16f long sheath and a variable sheath and biopsy forceps were advanced into it. The biopsy forceps attempted unsuccessfully to grasp the screw of the closure device. The biopsy forceps were removed and a one snare was introduced. There were multiple attempts but the snare was unable to grip the screw of the closure device. The physician attempted to snare the implant by inserting the snare in between the closure device and the wall of the laa but the snare slipped off. The one snare was removed and a osypika snare was introduced. The screw of the closure device was grasped and after several attempts the closure device was retracted into the 16f sheath and removed from the patient. A third was was inserted into the patient and the laa closure procedure was successfully completed. The patient fully recovered and was discharged.

Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a 27mm watchman flx delivery system (wds) and closure device. The wds hub, sheath, core wire, tip, and closure device were visually and microscopically inspected. Numerous kinks in the wds sheath were noted as well as a bend 2.5cm from the distal end of the core wire. Multiple tears were present in the fabric of the closure device. During testing the closure device was reattached to the core wire easily without resistance. No difficulties were experienced threading and unthreading the closure device from the core wire. The threads connecting the closure device and core wire provided a secure attachment despite high tensile force. Functional testing revealed the closure device successfully released from the core wire. Product analysis of the device was unable to confirm the reported events of detachment of device and difficult to recapture during implant as clinical circumstances could not be replicated.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review . It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis . The returned device consisted of a 27mm watchman flx delivery system (wds) and closure device. The wds hub, sheath, core wire, tip, and closure device were visually and microscopically inspected. Numerous kinks in the wds sheath were noted as well as a bend 2.5cm from the distal end of the core wire. Multiple tears were present in the fabric of the closure device. During testing the closure device was reattached to the core wire easily without resistance. No difficulties were experienced threading and unthreading the closure device from the core wire. The threads connecting the closure device and core wire provided a secure attachment despite high tensile force. Functional testing revealed the closure device successfully released from the core wire. Product analysis of the device was unable to confirm the reported events of detachment of device and difficult to recapture during implant as clinical circumstances could not be replicated. Labeling review . There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx laa closure device instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (st segment elevation) (medication required, unexpected medical intervention) and device explantation. Risk review. A risk review was completed and confirmed that the events of arrhythmia (st segment elevation), device explantation, difficulty recapturing the implant and detachment of device or device component were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion . Bsc has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that a premature device release occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system double curve (was). After the closure device was deployed into the laa, it was observed via fluoroscopy that there was a wide gap between the screw of the closure device and the core wire. The core wire then became detached from the closure device. The closure device did not meet release criteria and removal of the device was required. Biopsy forceps were advanced through the was in an effort to retract the closure device into the was but the biopsy forceps were unable to maintain a grip on the device. When the forceps were introduced into the patient, st elevation occurred. Medication was administered and the procedure continued when the original waveform was restored. The forceps were removed from the was and the core wire was advanced in an attempt to reconnect the core wire and the implant. This was unsuccessful and the was double curve was replaced by a was single curve. Another attempt was made to reconnect the core wire and screw of the closure device through the new was but this was also unsuccessful. The was was replaced by a 16f long sheath and a variable sheath and biopsy forceps were advanced into it. The biopsy forceps attempted unsuccessfully to grasp the screw of the closure device. The biopsy forceps were removed and a one snare was introduced. There were multiple attempts but the snare was unable to grip the screw of the closure device. The physician attempted to snare the implant by inserting the snare in between the closure device and the wall of the laa but the snare slipped off. The one snare was removed and a osypika snare was introduced. The screw of the closure device was grasped and after several attempts the closure device was retracted into the 16f sheath and removed from the patient. A third was was inserted into the patient and the laa closure procedure was successfully completed. The patient fully recovered and was discharged.

Event description:
It was reported that a premature device release occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system double curve (was). After the closure device was deployed into the laa, it was observed via fluoroscopy that there was a wide gap between the screw of the closure device and the core wire. The core wire then became detached from the closure device. The closure device did not meet release criteria and removal of the device was required. Biopsy forceps were advanced through the was in an effort to retract the closure device into the was but the biopsy forceps were unable to maintain a grip on the device. When the forceps were introduced into the patient, st elevation occurred. Medication was administered and the procedure continued when the original waveform was restored. The forceps were removed from the was and the core wire was advanced in an attempt to reconnect the core wire and the implant. This was unsuccessful and the was double curve was replaced by a was single curve. Another attempt was made to reconnect the core wire and screw of the closure device through the new was but this was also unsuccessful. The was replaced by a 16f long sheath and a variable sheath and biopsy forceps were advanced into it. The biopsy forceps attempted unsuccessfully to grasp the screw of the closure device. The biopsy forceps were removed and a one snare was introduced. There were multiple attempts but the snare was unable to grip the screw of the closure device. The physician attempted to snare the implant by inserting the snare in between the closure device and the wall of the laa but the snare slipped off. The one snare was removed and a osypika snare was introduced. The screw of the closure device was grasped and after several attempts the closure device was retracted into the 16f sheath and removed from the patient. A third was inserted into the patient and the laa closure procedure was successfully completed. The patient fully recovered and was discharged.